Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4). The reported products were reviewed for compatibility and it was determined that the combination of femoral stem and femoral head utilized is not compatible. DHR was reviewed and no discrepancies relevant to the reported event were found. Per the IFU for the constrained femoral head, "use biomet® femoral and freedom¿ modular head component with appropriate matching type I taper or 12/14 taper. Additionally, the product's label mentions the legal manufacturer of the product to help the user distinguish between biomet and zimmer products. Therefore, the root cause can be attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports (B)(4).

Event description:
It was reported that during an initial tha, the taper would not engage with the stem. Attempts have been made and additional information on the reported event is unavailable at this time.